Manufacturer narrative:
Analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update/correction: the previous report (follow-up number 1) indicated "additional information was received via a healthcare provider" and should have indicated instead "additional information was received via a healthcare provider and a company representative". Update/correction: company representative was previously not indicated in error and is therefore included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider and a company representative. The cause of the motor stalls was not determined. The pump was replaced on (B)(6) 2018. The motor stalls, return of symptoms, and increased spasms had resolved. Regarding the current status of the affected device, it was noted that the pump was en route to the manufacturer for evaluation. The patient¿s weight at the time of the event was requested, however this information was not provided by the hcp.

Manufacturer narrative:
The code (B)(4) was previously applied in error and has been replaced with patient code (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The cause of the motor stalls was not determined. The pump was replaced on (B)(6)2018. The motor stalls, return of symptoms, and increased spasms had resolved. Regarding the current status of the affected device, it was noted that the pump was en route to the manufacturer for evaluation. The patient¿s weight at the time of the event was requested, however this information was not provided by the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen with concentration 1000 mcg/ml at a dose rate of 665.5 mcg/day and morphine with concentration 30 mg/ml at a dose rate of 20 mg/day via an implantable pump for intractable spasticity and spinal cord injury/disease. It was reported the multiple motor stalls and recoveries occurred following the last pump refill on (B)(6) 2018. The first motor stall occurred at 0126 in the morning on (B)(6) 2018. The pump was currently stalled. The patient experienced a return of symptoms. Increased spasms were further indicated. The patient was noted as also receiving oral baclofen. The hcp reported that the patient will hopefully get the pump replaced monday ((B)(6) 2018). The pump was planned to be returned to the manufacturer for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via saol therapeutics. The patient¿s medical history included a bicycle accident, spastic parap legia, and an excellent response to morphine and baclofen via the intrathecal pump. Concomitant medications the patient was taking included xanax (alpraxolam), cymbalta (duloxentine), and prilosec (omeprazole). Dates of therapy, route, dose and frequency of use regarding the concomitant medications were not reported. The patient was receiving intrathecal baclofen with concentration 1000 mcg/ml at a dose rate of 665.5 mcg/day from (B)(6)2013 to an unknown date. It was clarified the patient experienced several minor and one severe episode of return of symptoms/increased spasms. As of (B)(6)2018, the return of symptoms and increased spasms and had resolved. On 2018-feb-19 additional information was received from a company representative. The pump was returned for analysis. The patient¿s medical history included: bicycle accident, spastic paraplegia, and an excellent response to morphine and baclofen via the intrathecal pump.